Event description:
I went to my optometrist three times for inflammation in my left eye. He then sent me to md (diseases & surgery of the eye). I had an ulcer near the cornea of my eye which could have resulted in a cornea transplant if not taken care of immediately of even worse blindness in that eye. Dr had me put drops in every 5 mins for 3 hrs then every 15 mins for 6 hrs then every half hr until the next day which was a holiday evening. Dr had to open his office just for me to see if it was still growing or if I would need to be hospitalized. I have a permanent scar on my cornea.